Event description:
Initial result for a patient gentamicin was 0.07 ug/ml. When repeated, the result was 5 ug/ml. The inc0rrect result was not reported. The field service representative found that a valve was malfunctioning and repaired the instrument by replacing the valve.